Manufacturer narrative:
Analysis could not verify customer's complaint regarding overheating since the drill was not running, therefore the device could not be tested. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece was not working properly prior to the procedure. There was also information that the handpiece overheated during in-service. In both cases there were no patient or staff impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.